Event description:
The customer reported, the system is locked up during cine replay. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive cable and cine bridge board. System operates as intended. (B) (4).